Event description:
It was reported that the patient was experiencing pain at lead placement site. It was noted that patient had difficulties sleeping and could not wear a bra due to pressure on the lead site. The physician prescribed medications and monitoring pain symptoms.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.